Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had two signal artifact monitoring (sam) episodes stored that had subtle noise. The device delivered five rounds of inappropriate anti-tachycardia pacing (atp) and one inappropriate shock due to an episode of sinus tachycardia. The right ventricular (rv) lead pacing impedance was found to be high out of range. Left ventricular (lv) lead rise as well but remain within normal limits. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had two signal artifact monitoring (sam) episodes stored that had subtle noise. The device delivered five rounds of inappropriate anti-tachycardia pacing (atp) and one inappropriate shock due to an episode of sinus tachycardia. The right ventricular (rv) lead pacing impedance was found to be high out of range. The device remains in service. No adverse patient effects were reported.